Manufacturer narrative:
Recall number: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in field advisories and field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-08200. It was reported the pt was experiencing discomfort while charging the ipg (implantable pulse generator). The pt declined the new replacement charger when he was educated the new charger would take twice the time to recharge. The pt reported he would prefer the discomfort to the extended recharge time. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.